Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer number: 1627487-2022-03408. It was reported the patient experienced ineffective stimulation due to high impedance. Surgery may take place later. It is unknown which lead presents the issue, therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates a revision was performed on 19aug2022. The physician left this lead implanted but inactive. A new lead was implanted to address the issue.